Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant of the pacing lead insulation damage was observed. The pacing lead was not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.